Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). Product no longer available for return.

Event description:
It was reported that the infusion set was defective, resulting in elevated blood glucose levels of hi mg/dl (> 600 mg/dl), polyuria and hospitalization. The patient's mother stated that the infusion set had holes and that the patient was not receiving any insulin. She reported that the infusion set turned white on the second day of use and that she sealed the holes with tape to solve the problem. She used two different packages (5317267 and 5303617) but she does not know which batch number caused this problem. The lot number 5303617 was expired at the time of use. The user was hospitalized for a day and was treated with a drop.